Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer. Unable to perform the displacement test and p-cap reservoir will not lock properly due to missing retainer. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button. Insulin pump received with cracked case on the back at the battery tube area. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.